Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the paced signal has been progressively getting smaller and could not be discerned on the current electrograms (egm) of the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.